Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the distal end of the tubing separated from the luer connection when it was being attached to the patient. There is no report of patient harm or medical intervention.